Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device leaking was duplicated. A sample was taken from the device. Based on the investigation details, the likely cause for the reported complaint was corrosion damage. The motor housing, coil, and bearings were replaced along with other components. A follow-up report will be submitted if new info is found once the quality investigation has been completed.

Event description:
It was reported that the handpiece began leaking an oil-like substance during a surgical procedure. The substance did not leak into the surgical site. The procedure was completed without any medical intervention required. There were no adverse consequences reported as a result of this event.